Event description:
A programming error reportedly occurred resulting in the pt receiving an unexpected 5 diopters of astimagtism. The pt will be re-treated in two weeks which will correct the error. The surgeon reported that the laser worked perfectly.

Manufacturer narrative:
H3 & h6 - the equipment operated properly and no service was requested. The reporter indicated that the cause of the event was user error. No further evaluation of the equipment will be conducted.